Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it within specified timeframe, and advised customer to program settings and reconnect continuous glucose monitor on replacement device.